Manufacturer narrative:
(B) (4).

Event description:
It was reported that "pump removed due to meningitis or dirty instruments". Specific patient symptoms were not provided. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.